Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via remote transmission with post-paced t-wave oversensing and some fusion occurring at appropriate high rates. Programming change was discussed. The patient was stable.

Event description:
New information received notes that programming change was made. The patient was stable before and after the intervention.